Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, bone resorption, peri-implantitis, infection, swelling, inflammation, mobility. Dentist don't know, may have been graft, but procedure went well. Same patient as (B)(6).